Event description:
It was reported that the patient had haglund surgery on (B)(6) 2013. Four months post-op, patient had pain and swelling (occurred suddenly). MRI was done. It was mentioned that there might be osteonecrosis/osteolysis which could evolve to osteomyelitis. Revision was done on (B)(6) 2013 with removal of fibertape as far as possible. Bacteriological samples and rinsing of surgical site with pulse lavage, placement of duracol. During revision, no signs of an infection were found. Exploration and reinsertion of achilles tendon. Samples did not show any bacterial growth, patient is fine so far.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.